Event description:
It was reported that coating issue occurred. The target lesion was located in superficial femoral artery. A 165cm transend periph guidewire was advanced for use. However, during procedure the physician noticed that the coating came off. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned device matches with upn provided by the customer. The guidewire returned with its original opened pouch along with an introducer guidewire and a torque device. The guidewire returned had the distal tip bent. The guidewire body was kinked approximately at 59.7 inches from the proximal end. No more visual damages were found in the returned device. The whole guidewire and the distal tip were carefully inspected and no abnormalities were found. The polymer jacket coating was in good condition; it was complete and no damages were observed.

Event description:
It was reported that coating issue occurred. The target lesion was located in superficial femoral artery. A 165cm transend periph guidewire was advanced for use. However, during procedure the physician noticed that the coating came off. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.